Manufacturer narrative:
Device manufacturing date is unavailable. Return requested. Replacement solera driver 4.75 standard shipped to site 08/26/2015. Medtronic investigation of returned suspect solera driver 4.75 standard finds that the driver has two lines of galling near the knuckle that is causing minor fit issues with the returned navlock tracker. As is, the two parts mate easily with the driver rotating without issue. Mechanical failure. Galling.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's orange navlock and their solera 4.75 driver locked-up, keeping the driver from rotating within the navlock. The medtronic representative used a mallet to separate the two instruments. After separation, the two pieces fit together well enough to function for the procedure., but still "caught slightly" while being used. The surgeon completed the procedure with the use of the navigation system and the two instruments. There was no impact on patient outcome.

Manufacturer narrative:
Correction: per further regulatory review, it was determined that the manufacturer of record for the reported device related to this MDR was medtronic sofamor danek USA, inc. (Msb). Msb was notified of this reported event.

Manufacturer narrative:
Device manufacturing date now provided.